Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent incision and drainage washout due to granulation and potential infection. The patient originally implanted with trumatch orthognathic full bimaxillary on (B)(6) 2018. It is unknown if there was a surgical delay. It is unknown if the patient had debridement and mal-union. Procedure and patient outcome are unknown. This report is for one (1) screws: matrixmidface. This is report 1 of 1 for (B)(4).